Event description:
The hospital's biomed reported the mx40 telemetry device had sound too low to be heard. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital's biomed reported the mx40 telemetry device had sound too low to be heard. The device was not in use on a patient at the time of event, there was no adverse event reported.